Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 600 mg/dl which led to diabetic ketoacidosis resulting in hospitalization. Reportedly, the customer suspected that poor insulin absorption by the body caused the elevated bg. Customer received fluids and electrolytes to treat elevated bg and was released on (B)(6) 2019 with no permanent damage and the issue resolved.